Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received reliability laboratory technician, st. Jude medical crmd reliability laboratory - failure (event) observed during analysis. Final analysis found that the pulse generator had an anomaly in the integrated circuit, preventing the reading of measured data when the battery voltage reached 2.4 v. Once the integrated circuit was r removed and replaced, measured data could be retrieved normally.